Event description:
It was reported that approximately one year post implantation of two xience v stents in the mid left anterior descending coronary artery, the patient died unexpectedly. It is known that the patient was alive on (B)(6) 2012, as a follow-up phone call was made to the patient and per a patient representative, over the past year, the patient did not experience any adverse events. An autopsy was not performed and the cause of the death was unknown/unexplained. Reportedly, the patient's representative is unwilling to provide any additional information.

Manufacturer narrative:
(B)(4). Estimated date of death/event (reported as unk/unk/2012). There were no reported product deficiencies. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.